Event description:
When pv imaging pelvis and paraaortic fields, the pelvis field has a .26 cm gap between the central axes and the superior field edge. This is seen on the mv image at the machine and in offline review. What they see in offline review is the same thing they see at the machine. No injury was reported.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected. Varian reference: (B)(4).